Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed was received with motor error during the basic occlusion test and was unable to prime during the prime test as a result of a cracked end cap. The device had cracked display window corner. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin squirted out during the manual prime process, but the customer was disconnected during prime. It was stated that the piston continues moving forward after the reservoir makes contact and insulin squirts out. It was mentioned that the numbers did not appear on the screen, and the beeps could not be heard. The drive support cap did not appear to be damaged. No further information was provided.